Manufacturer narrative:
Initial and final MDR 1900995 - MDR 3003442380-2024-11290 - device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set off during use. The set was in use for two to three days. The patient replaced infusion set and resumed insulin successfully. No further information available.